Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. An investigation of the lots delivered to the customer for the product were reviewed and a lot number was not able to be determined.

Event description:
A peritoneal dialysis (pd) patient reported a disconnection of her catheter extension from her patient line connection during her treatment. The patient then contacted her pd nurse. During follow up the patient's pd nurse reported that a fluid leak did occur when the patient's catheter extension disconnected during treatment. She replaced the extension to prevent another disconnection. The catheter extension and the sample set were not made available for evaluation. During follow-up, the patient's pd nurse also reported that the patient has no signs of infection and her effluent has remained clear. The patient was not given any antibiotics. No adverse event reported at this time.